Manufacturer narrative:
Corrections: section d serial number section h device mfg date section h 6 evaluation code method, result and conclusion additional information: section g 510k number added. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the ht70 ventilator displayed a system error message on the screen, generated an alarm and ventilation stopped. It was also reported the unit could not be shut down after several times of pressing the power button. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the reported issue. The sp replaced the on/off valve because the peep was lower than the set pressure and the inlet filter assembly was replaced because it was damaged as a secondary issue. Additionally preventative maintenance was performed at the time of service. The ventilator passed all test and calibrations per manufacturer specifications at the time of service. The reported event was not able to be duplicated. There was a failure isolated to the damaged on/off valve, inlet filter assembly. The reported failure was not related to a reported complaint event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter: initial reporter from the facility could not be provided due to (B)(6) privacy regulation. Device evaluated by manufacturer: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the ht70 ventilator displayed a system error message on the screen, generated an alarm and ventilation stopped. It was also reported the unit could not be shut down after several times of pressing the power button. The patient was removed from the ventilator and placed on an alternate ventilator without injury.